Manufacturer narrative:
Exact date unknown, event occurred a month after the implant date.

Event description:
It was reported that the patient was experiencing pain when pressure is on the ipg. The patient underwent an ipg pocket relocation procedure and was doing well postoperatively. Nothing was explanted during the procedure.